Event description:
Related manufacturer report number: 2017865-2022-50771. It was reported that the patient presented for follow up. Upon device interrogation it was observed that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos) and the right atrial lead exhibited over-sensed noise that resulted in episodes of inappropriate mode switch. No programming interventions were made. The patient was stable.